Event description:
It was reported that during a colon procedure, an error code 3: hand piece. Another device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the hand piece no longer meets the specifications for phase margin. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.